Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that all keypad buttons were intermittently unresponsive and there was contamination under all button contacts. Additionally, investigation revealed that the display was dim/discolored and the pump¿s vibration feature was unresponsive. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the bumper pad. The keypad cover was found to be cut and torn between the ok and contrast buttons. During testing, all keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The down arrow and ok button contacts were found to be inverted. Evaluation also revealed that the display was dim and discolored. Additionally, evaluation revealed that the pump¿s vibration feature was not functioning due to a motor alignment failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).